Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. No ophthalmic viscosurgical devices (ovd) is observed in the device. The plunger has been advanced at the wound guard and is advanced over the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. Plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the plunger was overcome and implantation was not achieved. The procedure was completed on same day by using back-up lens. The patient condition was very good.